Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated that the product met release criteria. There have been no similar complaints reported in this lot number. Additional information requested 05/18/2007, 05/21/2007 and 06/06/2007 by phone, mail and fax. Additional information was provided 05/18/2007 and 05/25/2007 by phone and fax. A completed questionnaire has not been received.

Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a pt did not achieve the expected cylinder correction. Additional information, including pt status, has been requested. Right eye MDR #1119421-2007-00252. This report is for the left eye.